Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that while prepping a patient for an emergent c-section, the first tubing set malfunctioned. A second set was used and worked appropriately for the first couple of hours and then began to leak. It was replaced with the t-extension set from a start kit and the leaking stopped. There was no report of patient harm.